Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the display circuit board. The battery was removed and inserted multiple times with no display or audio anomalies noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was beeping and had a black circle on screen but none of the buttons were responding. Customer stated that the black circle remained on the screen even when the battery was taken out. Device was not exposed to moisture and was not dropped or bumped. Blood glucose value was 8.7 mmol/l. The insulin pump would be replaced and returned for analysis.